Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was non responsive to a new battery and had random no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.